Manufacturer narrative:
Visual inspection of the returned device found the tip of the driver was broken off. It was then submitted for fracture analysis. Fracture analysis revealed torsional shear markings following a circular pattern. Suggests the driver underwent a quasi-static shear failure due to torsional overload. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause for the tip of the driver breaking cannot be determined from the sample and information provided. Fracture analysis has determined that a potential root cause is quasi-static torsional shear failure due to torsional overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed , this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While advancing the screw, there was a 'pop'. He removed the driver to find that the driver tip broke off in the head of the screw. Tried a couple of options to remove the screw. The head of the screw popped off and then we were able to remove the threaded portion.